Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s niece) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that before the morning meal on (B)(6) 2019, the patient obtained a reading on the subject meter of ¿245 mg/dl¿ which she considered high compared to her feelings/normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with tresiba insulin and metformin and januvia oral medication. The reporter indicated that between (B)(6), the patient continued with her normal doses of medication. She reported that 3 days after the start of the alleged issue, the patient became ¿shaky¿. She indicated that the patient self-treated her symptom by drinking juice and eating peanut butter crackers. She denied that the patient had used any other device to test her blood glucose levels. At the time of troubleshooting, the reporter confirmed that the meter was set to the correct unit of measure. However, the reporter was unable to confirm if the test strips were within expiry date and had been stored correctly. The patient/reporter did not have control solution to test the meter and test strips. Education was provided on its use by the cca and replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering her usual diabetes medications.